Event description:
Customer reports the following: "failures in log. Waiting to hear back from biomed on reported issue and whether or not pins have been cleaned. No patient harm." Preliminary evaluation of the logs indicate that this was an outlet flag failure (outlet valve closed but flag did not clear). This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.